Event description:
A patient reported experiencing inaccurate erratic results with an otu meter. The patient's blood glucose results were 250 mg/dl, 150 mg/dl, 200 mg/dl. Tests were done within < 10 minutes with a difference of 30%. Patient did not experience any adverse events. No further information has been reported.